Event description:
The manufacturer previously was notified that the device failed the circuit calibration test before use. This issue would not affect the device's ability to deliver therapy as it is performed prior to use. The device was returned to a third-party service center for evaluation. Service required alarms indicating a failure of the internal battery were observed. The device's internal battery needs to be replaced to address the issue. Additionally, a low priority alarm indicating an issue with the detachable battery was observed in the device's downloaded event log. The detachable battery needs to be replaced. A start/stop key latch alarm occurred requiring the system board to be replaced. The device's machine flow sensor was contaminated and needs replaced. The connection cover was missing and needs replaced. The muffler assembly, air inlet foam filter and particulate filter need replaced per preventive maintenance protocol. The customer rejected the quote and is asking for the device to be scrapped. No information indicating a circuit failed testing was noted.